Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and verified the reported malfunction. The fse replaced the breath delivery unit (bdu) printed circuit board (pcb) to resolve the issue. The ventilator then passed all testing.

Event description:
It was reported that, during patient use, a ventilator display stopped working. There was no report of patient harm as a result of this event.